Event description:
It was reported that the ventricular lead exhibited high capture thresholds; perforation was suspected. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomalies were found.